Manufacturer narrative:
One used 6fr angio-seal vip was received for product evaluation. The severed hemostasis sheath was returned mated with the carrier tube assembly along with a header bag. No other accessory components were returned. Visually inspection revealed that the carrier tube was found to be mated with the sheath and the deployment of the sleeve was in full rear lock position with colored bands fully exposed. Microscopic analysis revealed that the anchor was still present within the hemostasis sheath. There was a cut observed in the hemostasis sheath. No other visual anomalies were noted with the device. No functional testing was possible due to the mutilated condition of the returned device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device sleeve was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor of the angio-seal device never deployed. The doctor cut the distal end of the angio-seal sheath post deployment to verify that the anchor had not gone down the patient's leg vessel. It was verified that the anchor remained in the angio-seal sheath. Manual pressure was held to achieve hemostasis. The case performed was below the knee intervention of the left leg via right groin. The estimated blood loss was less than 250cc's. The patient was in stable condition. The procedure outcome was a success. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 22september2020: the procedure sheath size used was a 6f 90cm destination. A pre-deployment angiogram was performed and then the doctor opened the angio-seal to ensure the anchor was not deployed. There were no issues with insertion or withdrawal of the device.